Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an unspecified spinal fusion surgery where rhbmp-2/acs was implanted on an unknown date. The patient reports that she, "has had back pain since her surgery and all sorts of problems" and is on complete disability. No additional information was provided.